Event description:
During a renal stenting case, while gently re-positioning the stent delivery system the stent appeared to be partially dislodged. The stent was successfully deployed without any report of pt injury or complications.